Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mmx 4 cm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used; however, it ruptured; therefore, it was replaced with a new unknown balloon catheter. There was no reported patient injury. The lesion was the iliac. The reason for this is thought to be that it hit a calcified lesion. The intended procedure was reported to be an endovascular thrombectomy (evt). The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging, the protective balloon cover, or any of the sterile packaging components. A contralateral approach was used. The target site vessel characteristics included severe calcification, moderate tortuosity, 90% stenosis, a moderate acute angle, and moderate bifurcation. The vessel characteristics accessing the target site included no calcification, moderate tortuosity, no stenosis, a moderate acute angle, and moderate bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device did not kink at any time during the procedure, and no anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact in one piece. The contrast to saline ratio was not provided by the agent. The same indeflator was used successfully with other devices. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating. The gauge of the indeflator did not indicate a loss of pressure when the anomaly was noted. The number of atmospheres used to inflate the device before the anomaly was noted and the duration for which pressure was maintained before the anomaly was noted were not provided by the agent. It was not specified if another saber x was used as a replacement. No leakage was noted from the balloon, shaft, hub, or any unknown segment if the balloon did not inflate normally. No resistance was met while withdrawing the device from the vessel, into the guide catheter, or through the sheath or introducer guide. The device was discarded.

Manufacturer narrative:
As reported, a 6mmx 4 cm x 155 cm saberx percutaneous transluminal angioplasty (pta) dilatation catheter was used; however, it ruptured; therefore, it was replaced with a new unknown balloon catheter. There was no reported patient injury. The lesion was the iliac. The reason for this is thought to be that it hit a calcified lesion. The intended procedure was reported to be an endovascular thrombectomy (evt). The product was stored and handled according to the instructions for use (IFU). No device damage was noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging, the protective balloon cover, or any of the sterile packaging components. A contralateral approach was used. The target site vessel characteristics included severe calcification, moderate tortuosity, 90% stenosis, a moderate acute angle, and moderate bifurcation. The vessel characteristics accessing the target site included no calcification, moderate tortuosity, no stenosis, a moderate acute angle, and moderate bifurcation. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device did not kink at any time during the procedure, and no anomalies were noted after the device was delivered to the lesion. The device was able to be removed easily from the patient and was removed intact in one piece. The contrast to saline ratio was not provided by the agent. The same indeflator was used successfully with other devices. No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating. The gauge of the indeflator did not indicate a loss of pressure when the anomaly was noted. The number of atmospheres used to inflate the device before the anomaly was noted and the duration for which pressure was maintained before the anomaly was noted were not provided by the agent. It was not specified if another saber x was used as a replacement. No leakage was noted from the balloon, shaft, hub, or any unknown segment if the balloon did not inflate normally. No resistance was met while withdrawing the device from the vessel, into the guide catheter, or through the sheath or introducer guide. The device was discarded. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82277171 presented no issues during the manufacturing process that can be related to the reported event. The reported ¿balloon burst ¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported vessel characteristics of the iliac artery may have contributed to the reported event. The calcification, tortuosity, stenosis, and acute angulation are all factors likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.